Event description:
The user facility alleged that the tip of the endoscope was sharp and it had reportedly cut the colon of two pts. The user facility was contacted to obtain additional info regarding this report. Olympus was informed the alleged cuts did not penetrate the bowel, and no surgical or medical intervention was required. Both pts were said to be released from the hosp the same day of their procedures. Both pts were said to be examined by the same physician using the same endoscope. No additional detailed info was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not detect a sharp edge on the air/water nozzle, nor elsewhere on the insertion tube, including the bending section unit and/or on the insertion tube. There was a leak noted around switch number four when the bending section was manipulated. The device was serviced and returned to the facility. The cause of the user's experience cannot be determined; however. User technique cannot be ruled out as a contributing factor. Olympus will continue to work with the facility to obtain specific and clarifying info regarding these events. If additional info becomes available at a later date, this report will be updated. This report is being submitted as an MDR in an abundance of caution.